Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 01/13/2017. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appeared to be viscoelastic ovd (ophthalmic viscosurgical device) and small particles on the iol indicating that the device was handled and prepared for surgical use. The lens was returned cut in two pieces and with the haptics detached. Some scratches were also observed at the optic zone. Based on the evidence observed, the condition of the lens was consistent with a unit that was removed (from the eye) during surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed scratched after being implanted into the patient''s eye. The lens was removed during the same surgical procedure. No further information was provided.